Event description:
It was reported that the zimmer electric dermatome did not function when the activation switch was pressed. Add'l clinical f/u with the customer indicated that the reported issue occurred prior to surgery and there was no pt involvement in the reported issue. Mr denzer stated that the reported device is the only dermatome that the facility had, so the procedure was cancelled.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/14/2007 and was last repaired on (B)(4) 2010 for a non-related issue. The power supply has no repair history to zimmer surgical. Eval of the device observed that the device did not operate. Prior to repair, the device was outside calibration specification at the zero thickness setting on the right side. The device was within calibration at all other tested thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.